Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak during preparation. It was reported that during preparation for a mitraclip procedure, the clip delivery system (cds) was leaking through the gripper lever on the cds handle. The device was replaced to complete the procedure. The device never entered the patient anatomy and there was no clinically significant delay. No additional information was provided.